Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level of 325 mg/dl. Customer was treated with manual injection. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not going down. Customer declined to check air bubbles and leak. Customer did displacement test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).